Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0n07b, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported patient complained system was not helping symptoms and it was replaced. It was unknown whether there were contributing factors or troubleshooting before explant. No further complications were reported or are anticipated.